Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained lioresal with a concentration 2000 mcg/ml at a dose of 345.5 mcg/day. It was reported the patient had a routine end of life pump replacement on (B)(6) 2017. The explanted pump was interrogated before procedure and catheter length, drug concentration, and dose per day was noted. The new implanted pump was programmed with the same catheter length and volume and concentration and dose of drug was updated by the implanting physician. At 4 am the following day, the representative got a call from the implanting physician¿s nurse practitioner (np). They were not able to wake the patient. The np removed drug from the catheter with the catheter access port (cap) kit and decreased baclofen dose per day. There were no diagnostics/troubleshooting performed. The issue was resolved at the time of the report. There was no surgical intervention. The patient status at the time of report was alive ¿ no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.